Manufacturer narrative:
The customer reported that the analyzer was "hot" and "one of the batteries exploded" and that they "immediately evacuated the room". There were no allegations of patient/user harm. There were no allegations of incorrect results. The analyzer was returned. The returned analyzer was investigated by product support and engineering and the customer complaint could not be duplicated. The customer provided an image which showed that one battery was inserted improperly. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that the analyzer was "hot" and "one of the batteries exploded" and that they "immediately evacuated the room". There were no allegations of patient/user harm. There were no allegations of incorrect results.